Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during implantation of an impella pump the white hub on the companion sheath was loose and would not tighten. The issue occurred with multiple introducers. A third introducer was wrapped in tegaderm to ensure leaking did not occur. No patient harm was reported.

Manufacturer narrative:
7f companion sheath returned on 3/26/2026. No other product information has been provided.

Manufacturer narrative:
Added: d3 (manufacturer fax). Corrected: d4 (catalog), h3. The returned device functioned as intended and no abnormalities were found with the sheath. There was no problem detected with the returned device.

Manufacturer narrative:
D1, d4 updated based on the device received.